Event description:
It was reported that five motor stalls and motor stall recoveries occurred between (B)(6) 2011 and (B)(6) 2011 without apparent sources of electromagnetic interference. After the last motor stall, no motor stall recovery was recorded in the logs. The patient was hospitalized on (B)(6) 2011 due to withdrawal syndrome. Substitution of intrathecal medication was performed by oral medication. Replacement of the pump was scheduled on (B)(6) 2011. The drug in the pump was morphine hydrochloride.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed motor corrosion and gear train anomaly.

Event description:
Additional information: it was later confirmed that the pump was replaced on the scheduled date. The pump was noted to have been implanted in 2007. It was further added that shortly after the replacement the patient benefited from the therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was further provided at the time the representative was engaged and troubleshooting this event and writing the report the physician had shared that there were no off label drugs or concentrations used in the past. Further, the hospital was known to be diluting the morphine from 100 mg/ml to 5 mg/ml. This was being done with saline without preservatives but the brand of saline was not known. Reportedly, the drug was produced in the clinic's pharmacy with the same conditions since several years. The procedure/fabrication logs between january 14th, 2012 and january 23rd, 2012 were checked. For all the refills only a morphine solution with a concentration of 5mg/ml was used. The patient received 40ml of the morphine solution during each refill of the 40ml pump. In doing so, morphine merck 100 (100mg morphine hydrochloride / 10ml, preservative free) was always used and nacl 0,9% (different brands, preservative free). The usage of the solution was limited to three months in this physician's clinic. The patient's pump had only been refilled in the physician's clinic since 2007 and only with 5mg/ml morphine hydrochloride. It was clarified that the clinic started with "morphine merck 100mg/10ml" which means that they had a starting concentration of 10mg/ml. This concentration was diluted to 5mg/ml so everything was "labeled" so far. Merck had informed the representative that the ph was between 3.2 and 3.9 with no preservatives in the morphine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.